Event description:
It was reported that a pt had plif at l4-l5 and lf-s1 with infuse bone graft and peek device with posterior fixation. Fibrin sealant and gelfoam with thrombin were also used. Approx 7 weeks post op, pt reported having pain and bowel and bladder incontinence. An MRI showed "large cystic masses, apparently in continuity with the interbody fusion mass at l5-s1, displacing the thecal sac from the anterior aspect of the l5-s1 level. " a reoperation was performed to explore the site and drain a "purple-colored cystic structure which apparently was under pressure. Cultures were taken and were found to be negative." Pts symptoms improved. Approx one week later, pt claimed to have recurrent pain. MRI showed "no evidence of thecal sac or neural compression." Pt was readmitted for "aggressive physical therapy and further workup." It is unk if the infuse bone graft contributed to the reported event.